Event description:
Pt underwent removal of foreign body from bladder on 9/28/95. Foreign body appears consistent with tip of resectoscope noted. On 5/8/95 to be missing tip when tip was discovered missing on 5/8/95, it was not definitively felt to have been retained in a pt. The physicians of all 3 pts on whom the resectoscope was used were notified & elected to wait & see if the tip had been retained. Tip located & retrieved from pt without injury during cystocopy.